Event description:
This is a spontaneous case report received on (B)(4) 2014, via (B)(4) from united states, which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. On an unspecified date the consumer stated that the essure procedure caused her health issues and the removal of her uterus. Result and assessment of the product technical complaint investigation received on (B)(4) 2014: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Ptc global number is (B)(4). Company causality comment: this non-medically confirmed, spontaneous case report, received via (B)(4), refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced health issues. The event is serious due medical importance and unlisted in the reference safety information for essure. In this case, very limited information was provided. The consumer stated that the essure procedure caused her health issues (not specified) and her uterus was removed. Given the available information, causality is assessed as related to essure use and since an intervention was reported, the case is regarded as incident. A product technical analysis was unable to conduct a review of the manufacturing batch record since no lot number was provided. No complaint sample was provided for a technical investigation. The technical analysis concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit. Further information is not expected.